Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, out of box, they cut out the pumps from the cardiovascular procedure kits (19 pumps were cut of kits). The user did not want to use lot qn11 due to previous pump leak complaints. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).